Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported on behalf of a consumer who received defective contact lenses, with almost one in every five lenses being broken inside the package. After inserting the contact lenses, the consumer experienced immediate burning and stinging sensations. A diagnosis of corneal erosion was made, and the consumer was treated with unspecified eye drops. The usage of contact lenses had been discontinued. The current status of consumer¿s condition is symptoms resolved. Additional information has been requested but not yet available.